Event description:
Had breast implants surgery (B)(6) 2003. Now seventeen years later at age (B)(6), I have a host of issues. Heart palpitations, anxiety, depression, rash, fatigue, depressed, thyroid issues, adrenal fatigue, brain fog, blurred vision. I am scheduled for an explant in the fall. So far last year (2019): I had an EKG and wore a heart monitor for 24 hrs and test came back normal; now on meds for thyroid; cortisol testing showing elevated levels; low vitamin d levels; low b12 levels; saw a dermatologist in 2013 for rash. Didn't resolve after 6 month treatment. FDA safety report ID# (B)(4).